Event description:
The following has been reported: biomed reported: "ivenix lvp (sn: (B)(6) that has a stuck valve pin. The bottom right pin is pushed in and will not release. Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to sticky fva pins. The outlet pins was stuck fully in the in position and unable to be released externally. An internal investigation and cleaning was performed. After the fva pin was cleaned the pump is infusing normally. The fva pin lip seals will be replaced. There was no other damage identified.